Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, the bands would not deploy. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.